Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Per internal procedures, the event information was reviewed. No investigational inputs were received. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Investigational inputs were requested as indicated per internal procedures for this failure mode, however, no information was provided to depuy without the physical complaint sample associated with this report, it was not possible to determine if the device failed to meet specifications at the time it was released for distribution. The device associated with this event was used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No evidence was found indicating product error was a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null.

Event description:
Infected metal on metal hip. It was reported that the metal liner was cantilevered and surgeon could not take it out. Surgeon decided best course for patient was to leave in due to no debris to indicate metal wear. No patient consequences. Infected hip done in 2005.